Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd emerald¿ syringe "snapped off" in the hub.

Event description:
It was reported that the bd emerald¿ syringe "snapped off" in the hub.

Manufacturer narrative:
Investigation summary: we have been provided with the affected sample. The inspection of the returned sample presented the tip of the syringe broken. DHR review for lot number 1809203 established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packaged in machine nº2027 (september 19th ¿ 23rd, 2018). Syringes were assembled in machine, nº4268, nº4259, nº4210, and nº4205, in lot #8260646 (september 17th ¿ 24th, 2018). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #8261753, #8254841, and no problems, defects or qn related to the reported issue were found. Complaint trending review of this lot and defect reveals no more complaints. No trend is observed for this defect on the reported product family. Investigation conclusion: the material used to manufacture emerald syringes has been selected and tested to resist normal conditions of use. The assembling machines have an on-line detection system that inspects 100 % the syringes, rejecting automatically the syringes with broken parts like the tip of the barrel. Based on this fact, we think that the syringe tip could break as a consequence of the strong conditions during use of the product. Root cause description: not able to confirm the exact root cause. Possible cracked due to strong conditions during use of the product. Rationale: we can ensure that the probability of finding this kind of defect is low and any recurrence is unlikely in our products since review syringe DHR showed no indication of the alleged defect. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no actions are required.